Event description:
Customer reported that (B)(6) 2013 he experienced symptoms described as "sweating, confused, and irritable". Customer attempted to test on his adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer self-injected glucagon and denied third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: customer mentioned that he has 50 counts of freestyle lite test strips that was transferred to the another vial and threw the original vial and cannot provide the lot number. It is unknown if the test strip lot number provided is the lot number associated with the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1281409) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.